Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for critical pump error was performed. Customer advised the insulin pump was exposed to pool water. Customer advised the insulin pump went blank after being exposed to moisture. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected open book / critical pump error or blank displays were noted. There were no signs of corrosion in the interior of the device --electronic board assembly, connectors, or motor. Motor was tested outside the unit, and it passed. (B)(4).